Event description:
Customer alleged discrepant blood glucose results of 195 mg/dl and 104 mg/dl when testing was performed within 10 minutes on the advantage system. Customer reported no symptoms and did not treat/act on results. The results were obtained using 2 separate lots of test strips. The 195 mg/dl result was obtained with comfort curve strip lot 549614, and the 104 mg/dl result was obtained with lot 549767. This medwatch is filed for lot 549614. Medwatch (B)(4) is filed for lot 549767. A request was made for the return of the suspect device and replacement product was sent.